Event description:
Pt short of breath on ventilator/trached. Not able to trigger ventilator easily, manometer not returning to baseline when peep off maintaining approx 20cm h2o. Change vent pt better on new vent.